Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient who was receiving hydromorphone [0.5 mg/ml] at a rate of 0.19983 mg/day and bupivacaine [30.0 mg/ml] at a rate of 11.990 mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. On (B)(6) 2015, the patient reported pain at the pump site secondary to pump migration. It was indicated that the hcp was unsure if this was related to the pump or maybe related to scar tissue. It was also stated that the event was possibly related to the implant procedure. The programming date from the patient's most recent refill prior to the event was (B)(6) 2015. An ultrasound was performed on (B)(6) 2015, and revealed no anomalies. The pump was reprogrammed on (B)(6) 2016, but the nature of the reprogramming as not reported. The event had resulted in in-patient hospitalization and an unscheduled clinic or office visit. It was indicated that the event was ongoing, but the plan was to wean the pump medication to prepare for explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 the patient reported the system was explanted by another provider and did not resolve the pain. The patient requested that their managing hcp replace the device. The managing hcp discharged the patient, as he had the system explanted by another provider. The patient also reported that explanting the pump did not resolve the pain which the managing hcp had previously questioned if the pain was related to the pump or the patient's neuropathy. The outcome was unresolved at the time of study exit. No further complications were anticipated/reported.

Event description:
Additional information received reported that therapy was suspended (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). The event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.